Event description:
A customer reported two incidents of blood observed to strike through the transducer protector of the infus blood line being use on the system 1000 hemodialysis machine. Investigation relative to reports of blood in the internal pressure monitoring lines of hemodialysis hardware has shown that this can be related to blood striking through the transducer protector on the bloodline during pt use.